Event description:
The customer reported that during an ileocecal resection, hysterectomy and bso, the surgeon closed the device jaws after sealing tissue and the jaws could not be re-opened. The device was removed manually as the device had already cut the tissue and could not be re-opened for further applications. There was no patient injury. The device was returned for evaluation with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.